Event description:
The fse reported that the system intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative evaluated the system and could not reproduce the reported problem. The candlesticks and the lemo connector were cleaned, and the boards were reseated as a precaution. The system was tested and found to be working as intended and returned to service.